Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant product: mitraclip: cds02st, lot # 1033462505. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is conservatively filed as the patient was admitted to hospice for end stage heart failure. The physician did not provide a device relationship. It was reported that on (B)(6) 2014, two mitraclips were successfully implanted in a patient with heart failure, reducing mitral regurgitation (mr)from grade 4+ to 0. On (B)(6) 2015, the patient was admitted to hospice care for end stage heart failure. The study physician did not provide a device relationship to the end stage heart failure. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device remains implanted in the patient and is not returning for evaluation. Subsequent to the previously filed medical device report (MDR), additional information was received that the heart failure, and treatments of, was unrelated to the implanted mitraclips and unrelated to the mitraclip procedure. Therefore, it was confirmed that there was no relationship between the reported event and the mitraclip devices. (B)(4).

Event description:
Subsequent to the initial medwatch, additional information received: on (B)(6) 2015, the patient experienced end stage heart failure (hf) and was offered hospice. The family declined hospice and is caring for the patient. Per study physician, the end stage hf and subsequent treatments were assessed as unrelated to the implanted clips and unrelated to the mitraclip procedure. There was no device malfunction. There was no additional information provided.